Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4)

Event description:
On or about (B)(6) 2013, plaintiff presented to orlando health south lake hospital in clermont, florida, to undergo left subclavian placement of defendants' smartport product, with model number ct96stsd, and lot number 589177. This smartport product is comprised of a port body and a silicone catheter. The (B)(6) 2013, implant procedure was performed by dr. (B)(6), m.d. On or about (B)(6) 2013, plaintiff presented to (B)(6) with complaints of discomfort at the port site. Plaintiff underwent a portacathogram which determined that there was leakage in the midportion of the catheter, requiring removal of the smartport. On or about (B)(6) 2013, plaintiff presented to (B)(6) to undergo removal of the smartport. The removal procedure was performed by dr. (B)(6), m.d. During the removal procedure, dr. (B)(6) noticed that only 5cm of the catheter was removed. Fluroscopy showed that the remaing fragment catheter remained in the left subclavian vein near the superior vena cava. On or about (B)(6) 2013, plaintiff underwent an additional surgery to remove the remaining catheter fragment. The procedure was performed by dr. (B)(6) m.d.